Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a system message was displayed during start up. During the procedure, the fluid/air exchange (f/ax) was unable to go above 30mmhg. Additional information was received from the surgeon indicating that the eye collapsed, during the case, but that the surgery was completed. The patient was reported to be doing well and having no complications. Additional information has been requested.